Event description:
It was reported that the patient experienced a watershed stroke. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. During the procedure, after stent placement, the neuromonitoring noted intolerance flow reversal, the physician switched to low flow and ultimately unclamped for one minute. The physician re-clamped and completed the procedure and the patient was back to baseline. The next day, eighteen hours post procedure, the patient experienced right leg weakness upon ambulation. Imaging performed revealed patent stent but confirmed watershed infarcts. The patient will be going to rehabilitation with a good prognosis for full recovery.

Manufacturer narrative:
Investigation results: the device was not returned for analysis, as it is still implanted. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for the enroute transcarotid stent device confirmed that the events of ischemia stroke and muscle weakness are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint the most probable cause for this complaint was considered known inherent risk of device.

Event description:
It was reported that the patient experienced a watershed stroke. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. During the procedure, after stent placement, the neuromonitoring noted intolerance flow reversal, the physician switched to low flow and ultimately unclamped for one minute. The physician re-clamped and completed the procedure and the patient was back to baseline. The next day, eighteen hours post procedure, the patient experienced right leg weakness upon ambulation. Imaging performed revealed patent stent but confirmed watershed infarcts. The patient will be going to rehabilitation with a good prognosis for full recovery.